Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sheath was retuned covering ¾ of the catheter membrane. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 75.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noted in the helium tubing. The console was stopped and customer arranged for the balloon removal. The console was sent to biomed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noted in the helium tubing. The console was stopped and customer arranged for the balloon removal. The console was sent to biomed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.